Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient underwent a spaceoar placement procedure and fiducial marker placement. The spaceoar hydrogel was found in the patient's rectum; a magnetic resonance imaging (MRI) revealed that the hydrogel had entered the rectum, and an endoscopic examination confirmed the presence of a rectal fistula. Despite the absence of symptoms or health issues, radiation therapy was postponed. The fistula was reported to shown signs of improvement, and the plan is to proceed with radiation therapy once it has fully healed, but without the use of spaceoar.